Event description:
It was reported by service report that the foot end lift does not raise past a certain point and it could not be lowered to the lowest position. No patient involvement or adverse consequences are reported.